Manufacturer narrative:
Describe event or problem: updated the event description with additional information received. Decision for the reportability of this event: with the additional information, it was revealed that the initially implanted devices could contribute to pseudo-aneurysms and the additional device could contribute to the patient's death due to aortic dissection. Outcomes attributed to adverse event: corrected to outcomes related to a serious injury, not a death, and deleted the date of death. Type of reportable event: corrected to "serious injury".

Event description:
On an unknown date, the patient underwent aortic arch replacement surgery. On (B)(6) 2009, the patient was implanted with two gore tag thoracic endoprostheses (tg2810/06664197 and tg3415/06540671) to treat a thoracic aortic aneurysm. The patient tolerated the procedure. On (B)(6) 2009, the patient was discharged of the hospital. Aneurysm diameter was 47mm, and no adverse events were revealed to the patient. Four follow-up studies were later performed, revealing no adverse events to the patient. On an unknown date, it was revealed that pseudo-aneurysms had been formed around both ends of the graft in the aortic arch. On (B)(6) 2013, reintervention was performed to treat the pseudo-aneurysms. The patient was implanted with a gore tag thoracic endoprosthesis in the proximal end of the graft and two non-gore endoprostheses in the distal end. Intra-procedure angiography revealed a dissection originating from the tortuous portion of the descending thoracic aorta that was distal to the initially implanted endoproshteses. Blood pressure suddenly dropped, and the patient was in asystole and expired. Reportedly, resistance was met during advancement of the delivery catheter for tgt4510. However, it was difficult to advance the delivery catheter for non-gore devices, and several attempts were made to do it. During insertion of the delivery catheter, it was caught on the tortuous portion of the descending thoracic aorta and resistance was felt, which might have caused the aortic dissection. Further information was not available, and a possible cause of pseudo-aneurysm formation was unknown.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. (B)(4).

Event description:
On an unknown date, the patient underwent aortic arch replacement surgery. On (B)(6) 2009, the patient was implanted with two gore tag thoracic endoprostheses (tg2810/06664197 and tg3415/06540671) to treat a thoracic aortic aneurysm. The patient tolerated the procedure. On (B)(6) 2009, the patient was discharged of the hospital. Aneurysm diameter was 47mm, and no adverse events were revealed to the patient. Four follow-up studies were later performed, revealing no adverse events to the patient. On (B)(6) 2013, the patient expired due to aortic dissection.